Manufacturer narrative:
Batch review performed on 23-06-2025. Lot 2312365: (B)(4) items manufactured and released on 20-07-2023, expiration date: 2028-07-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 6 months from primary, the patient came in reporting instability. The surgeon upsized the poly (12 to 20mm) and the surgery was completed successfully.